Event description:
It was reported that when using the bd pyxis¿ medstation¿ es turned off and station went offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. A field service engineer (fse) inspected all connections on the medstation and identified a poor connection at the back of the power supply to the power cable. The 110v connection was adjusted and was securely seated. No other issues were found with the medstation. The system functioned as intended after the field service engineer repaired the device.